Event description:
Patient revised on (B)(6) 2020 due to instability approximately 6 months after primary surgery. Surgeon explanted 36/+6 standard humeral cup and replaced it with a 36/+3 standard humeral cup and a +9mm humeral spacer.